Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization one in.pact pacific and two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa (l-1). During a revascularisation, four in.pact pacific and one pacific plus paclitaxel eluting pta balloon catheters were used to treat the left sfa (l-1). One amphirion deep and one inpact pacific were used in a revascularization of the left sfa. The patient was treated with 1 mdt admiral balloon, 1 in.pact pacific balloon, a non-mdt pta and non mdt stenting. Patient had bypass surgery approximately 3 weeks earlier. Event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.